Event description:
The biomedical engineer reported that the power supply for one of the central nurse's stations (cns) displays went out.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the power supply for one of the kvm extenders for the central nurse's stations (cns) display went out. The customer attempted to replace the kvm extender, but then could not get the cns to work with dual displays. The settings for dual display were grayed out on the screen composition page. Once the windows settings for the displays were corrected, the displays worked correctly. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of the issue was determined to be a degraded power supply to the kvm extender. This is not an nk provided component for the patient monitoring system and the number of cns devices used in conjunction with a kvm extender at the customer site is not known. The reported issue did not involve a deficiency of the cns. The overall risk of this event is "medium." The reported issue does not require further investigation through CAPA process since the issue was caused due to the failure of a 3rd party accessory and not an nk device failure.

Manufacturer narrative:
The biomedical engineer reported that the power supply for one of the central nurse's stations (cns) displays went out. It was not clear whether the dual displays were mirroring each other. After performing some troubleshooting, the cns went into a boot loop and would not fully load the cns software. The customer was able to later get it out of the boot loop, but could not change the settings for the second display. They were provided with some codes to input, which resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.the following field contains no information (ni), as attempts to obtain information were made, but not provided:concomitant medical products.

Event description:
The biomedical engineer reported that the power supply for one of the central nurse's stations (cns) displays went out.